Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
The customer reported that the sensor had calibration error and sensor glucose and blood glucose reading discrepancy. Customer stated that she received two calibration errors then sensor glucose versus blood glucose and threshold suspend happened. Customer stated that her sensor glucose was 126 and blood glucose was 281 mg/dl. The difference of sensor glucose and blood glucose was 76.17 %.customer stated her blood glucose was high and took a shot to bring it down. Customer declined to troubleshoot. Customer blood glucose was 117 mg/dl. No further information provided.